Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer provided error logs and was advised to double check all connections on the gde to ensure that nothing is loose or disconnected, as well as to update the software to the most recent revision, as this could be the cause of the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is displaying a vent inop (inoperable) error. Furthermore, there was no patient associated with the reported event.